Manufacturer narrative:
H3: the device history record of reported lot 6051712 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that leakage was confirmed from the leakage, so usage of the product was ceased. Per reporter, the issue was discovered during priming. There was no patient involvement.